Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator stopped ventilating. The ventilator was switched out and there was no harm to the patient. The ventilator was checked in pressure ac vg mode and ran for four hours with no incident, but between six and eight hours the unit began to auto cycle. The circuit and flow sensor were switched out but the auto cycling was not resolved.